Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's anchor became exposed and migrated through the skin. As a result surgery occurred on (B)(6) 2020 to explant the device, which resolved the issue.